Event description:
It was reported that 5 days following a coronary drug eluting stenting treatment procedure, the patient had an acute antero-lateral myocardial infarction and died. In 2003, the patient had a taxus express2 3.0 x 20 mm drug eluting stent implanted in the rca with 0% post-implant stenosis. Two cypher drug eluting stents were also placed in the lad lesions with 0% post-implant stenosis. Two slight dissections were noted in the lad following the cypher stent implants. Post-procedure, the patient underwent surgery due to bleeding in the groin and hypotension and required packed cells tranfusion. Five days later while still hospitalized the patient experienced an antero-lateral myocardial infarction. Patient was taken to the cath lab and following contrast injection of the lad, the patient went into an electro-mechanical dissociation rhythm and subsequently died. As the valves were being harvested for transplantation, an autopsy was performed and a thrombus was noted in the rca. A second autopsy was performed and it was determined that the cause of death was due to the myocardial infarction and was not related to thrombus in the rca.